Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The blood glucose reading was 600 mg/dl. The customer's mother did not state how they treated for the customer's high blood glucose. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.